Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the femoral artery. The md began to insert the iab into the saf sheath and the iab became stuck. As a result, the iab and the saf sheath were removed as one unit. The md requested another iab-05840-lws and this time the iab was inserted through the saf sheath without incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.